Event description:
During an in-clinic follow-up, episodes of noise resulting in oversensing and inappropriate mode switch were observed on the atrial lead. Abbott technical support was contacted, and the device was reprogrammed. Provocative testing was performed and the noise could no longer be reproduced. The patient was in stable condition.